Manufacturer narrative:
A ge representative contacted the customer and directed them to replace a fuse. System operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.